Event description:
Patient was admitted to the hospital in 2006 for a CABG to be performed 2 days later. Flexiseal fms was inserted 11 days later at approximately 3:00pm and removed on the following day at approximately 5;00pm. 35cc were removed from the balloon prior to the device being removed from the patient. Gastroenterologist requested it be removed in order to perform a colonoscopy. Doctor stated the patient had lesions that he believed were directly from the fms balloon. Flexiseal was not reinserted.